Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical codes, device code, results code & conclusion code). The reported event could be confirmed, since review of the provided imaging and information obtained indicate a revision surgery is required. Medical affairs was asked to review the available information of this case. According to their review, " regarding the pe-liner: it is not clear, whether the pe liner is intact, as it is not visible in the CT scan. However, from the transparency and the location of it one would assume, that the pe liner is in place and there are no signs of defect/breakage. The talar dome (implant) seems to be intact, but it is loosened (likely) and slightly dislocated to the lateral (or better: it seems as if has migrated laterally (probably due to the large cyst located in the anterior part of the talar bone stock). The use of the inbone talar dome as the initial implant suggests, that the surgeon already anticipated a potential instable talar situation in the initial operation. However, this cannot be further assessed with the given information and is irrelevant regarding the planned revision." Based on the investigation, the root cause can be attributed to a patient related issue. The loosening of the talar dome appears to be caused by the presence of a large cyst in the talus. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.